Manufacturer narrative:
The service rep found a bad ccd camera, replaced ccd and calibrated dose output. Focus and camera rotation. No pt involvement. System operates as intended.

Event description:
The customer reported the system had no live image on the monitor. No pt injury was reported.